Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding on the insulin pump. Customer removed the battery due to this issue and the pump freezing. Customer stated that he pressed the b button and pressed the up arrow button to get to 10 units. Customer stated that the pump did not begin to delivery when he pressed the act button. Customer stated that last night he overdosed and his blood glucose went low to 44 mg/dl. Customer treated with sugar and an hour later his blood glucose was 55 mg/dl. Customer treated again but his blood glucose was 478 mg/dl by 2 am. Customer stated that the pump would not deliver. Customer stated that he reverted to a manual injection. Customer stated that the time set on the pump is off by 6 minutes. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.